Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support concerning a "not enough supply bags for total treatment" message in step three of setup. With the assistance of tech support, the cycler was re-setup with new supplies and the treatment continued. The pt reported that she was not clamping her pt line after prime prior to connection. At the conclusion of the cell, the pt stated that she was in the hospital last week due to an infection. Upon follow up with the pt's peritoneal dialysis (pd) nurse, it was confirmed that the pt was hospitalized for peritonitis. The pt was treated with antibiotics and discharged in stable condition. She remains with the ccpd program.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon final review of the medical records and completion of the device investigation.